Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. It was reported that there was no hospitalization. The cause of the event was unknown. The patient was treated with injection vancomycin (1g, every 5days, intraperitoneal, discontinued on unknown date) and ceftazidime (1gm, once daily, intraperitoneal, discontinued). At the time of this report, the patient recovered from the cloudy effluent on an unknown date. The patient is recovering from the abdominal pain. Pd was "put on hold" and the patient was shifted to hemodialysis. Same hemodialysis is ongoing.. No additional information was available.